Event description:
Patient's family member called lfs in 2002 alleging pt's ot ultra meter was reading inaccurately high. Family member provided the medical affair specialist with the following information: in 2002, the patient woke up, bathed, and ate breakfast. Pt stated that they did not test their blood sugar that morning. It is unknown when pt last tested their blood. Pt was not feeling well so they laid down to rest. Around 11:00 to 11:30 am, family member came home and found pt on their bed in and out of consciousness. Family member tested pt's blood sugar and the reading was 257 mg/dl on their meter. Family member called 911 and they arrived soon after. The emergency medical technician's tested pt's blood sugar on their meter and obtained a reading of 34 mg/dl. Pt was given two glucagon injections and taken to the hospital for observation then released. During the initial phone call with the customer care representative it was discovered that the code number on the meter did not match the test strips. There is no evidence of meter malfunction. The meter being miscoded is a user error. It is unclear if this user error contributed to the serious injury of the patient. To be conservative case was made into a medical complaint. Quality control supplies were sent to the customer to the test the meter. Customer will call back with any further questions.